Event description:
The hosp staff states that during usage of a anaesthesia ventilator 900d, and a mixer 962 on a pt, the pt was desaturated partially. Alarms were generated to notify the user. According to the customer, the problem was in the mixer 962.

Manufacturer narrative:
The 900d and the mixer 962 were checked by the maquet technicians, but the failure could not be reproduced. The gas control was working properly. Further investigation is anticipated.